Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "the customer reported that struggled to remove a proximal lateral humeral plate from a patient (B)(6). They further reported that the screw heads got rounded and the screw driver would not engage. In order to tackle that they tried using a universal extractor kit (from another supplier) which did not work) after that they used a single use extraction kit which eventually worked (again from another supplier)." Surgical delay of 90 minutes.